Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer said they had replaced a keyboard and restarted the system after which they were unable to successfully discharge patients. The issue occurred after january 1 2018. There was no patient incident.